Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. No reset was needed, as the pump was working as intended, and no additional actions were taken.